Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ panel nmic-306 had performance issues where the carbapenemase values did not match with the doh values on patient samples. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer is reporting that carbapenemase values are not matching with doh values on actual patient samples."

Event description:
It was reported that the bd phoenix¿ panel nmic-306 had performance issues where the carbapenemase values did not match with the doh values on patient samples. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer is reporting that carbapenemase values are not matching with doh values on actual patient samples."

Manufacturer narrative:
H.6: investigation summary: this complaint is not confirmed. This complaint is for failures due to false positive cpo results when using phoenix panel nmic-306 (449292) batch number 1280053. The customer did provide lab reports, but no isolates or panels for investigation. To investigate, three (3) retention panels from the complaint batch were tested using qc isolates of escherichia coli (a25922) on a phoenix instrument and evaluated for cpo results. Additionally, three panels were tested using bd isolates of klebsiella pneumoniae (enf14780) and three panels tested with bd isolates of pseudomonas aeruginosa (enf17925) to evaluate for cpo results. During investigation, all panels tested using qc isolates of escherichia coli (a25922) resulted in cpo negative. The panels tested using bd isolates of klebsiella pneumoniae (enf14780) and pseudomonas aeruginosa (enf17925) classified correctly as cpo positive. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and there were no additional complaints on this batch not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 9.0-9.10, indicates the potential risk of a false negative cpo results as s3. H3 other text : see h.10.